Event description:
Reportedly, the staple line did not hold and leaking of the lumbar/ovarian tissues resulted in a hemorrhage. Therefore, the procedure was converted to a laparotomy 24 hrs later and the surgical site was sutured to complete the case. No pt injuries reported.